Manufacturer narrative:
Initial and final MDR 1985415- MDR device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 5 infusion set cannula kinked event on 13-aug- 2024 within 3 hours of insertion. The site of insertion was 1 arm 2 buttocks and abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .